Event description:
It was reported via medwatch #(B)(4) that a catheter leak and catheter replacement occurred. An ekosonic catheter was selected for use. The catheter was successfully placed and the patient was transferred to the intensive care unit (ICU). Approximately 3 hours later, the physician found a leak to the catheter. The leak was observed to the back port before the hub. At this time, the patient returned to the catheterization lab for catheter replacement. The catheter was successfully placed without further complications. Patient is stable.